Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump became completely submerged in water and the pump will not turn on. Tandem technical support educated customer on the pump is watertight to a depth of 3 feet for up to 30 minutes, but that the pump is not waterproof. A replacement pump was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.